Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that they met with the patient. The healthcare provider (hcp) reported that the leads had migrated so anterior that they wanted to do an explant and then start a new trial for the patient. The hcp looked at an x-ray and saw that the patient's leads were anterior so they will send the patient for a whole system explant. A surgical intervention was planned. The cause of the leads being anterior was not determined. It was not know when the event occurred as it was found after the x-rays were done. The patient would perform a trial and if the trial is successful, a new system would be implanted with possibly a paddle lead. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I.